Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of ¿high¿; although specific value was not provided. Bg level was addressed with a correction bolus via the pump, manual insulin delivery, and walking. Reportedly, the cartridge had been in use for more than 48-72 hours and the customer is using lumjev insulin. Tandem technical support educated the customer on insulin labeling.